Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216 if additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that there was no needle attached to the thread when packed was opened. No further information has been received.

Manufacturer narrative:
D1: brand name correction: monoplus violet 3/0 (2) 70cm hr26 (m)rcp instead of optilene 0 (3,5) 75 cm hr40s (m) rcp. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample; thread is wound on the pack and the needle is missing. The visual inspection of the thread end determines that the needle detached at some point after the winding step. Nevertheless, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.